Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 11/29/2017 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). This MFR #2210968-2017-70616 follow up 4 has been submitted upon request from FDA to submit a missing MFR MDR report. This information was submitted as follow-up 5, but should have been submitted as follow-up 4. The information is being resent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Additional information was requested and the following was obtained: was any medical intervention indicated when " the suture came out and incision was not closed tight."? No. The account did not mention medical intervention.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Can you explain " the suture came lose fell out of the incision"? Can you describe the surgeon technique using the suture? Were the barbs engaged in tissue? Did the suture break during the procedure? Can you identify the lot number of the stratafix spiral suture?

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2017 and the suture was used. After placing the suture, the knee was flexed and the suture came lose and fell out of the incision. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.